Event description:
There was an allegation of questionable elecsys syphilis results from the cobas e 801 analytical unit. The initial result was 9.8 coi (positive). The repeat result was 9.96 coi (positive). The same sample was tested on another cobas e801 platform, and the result was positive (no specific result was provided). The sample was tested using other methods: antu a2000plus syphilis: 0.422 coi (negative). Antu a2000plus syphilis: 0.436 coi (negative). Iflash 3000h syphilis: 0.05 coi (negative). Tppa (negative). Trust (negative).

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The customer was not performing daily qc for the syphilis assay. Sample material from the patient was requested for further investigation.

Manufacturer narrative:
Sample material from the patient was tested as part of the investigation. The positive result for the sample was confirmed. The tpn 17 igg and tpn 17 igm results were positive based on single antigen analyses. A western blot indicated weak reactivity for tpn 17 (+/-) that was interpreted as indeterminate. The investigaiton found that the event was due to a sample-specific discrepancy. Per product labeling, false reactive results may occur with the elecsys syphilis assay as the assay specificity is <100%. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys syphilis assay performed within specification.